Event description:
It was reported by service report that the bed would not power up due to the power cord being unplugged. The customer could not determine if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: power cord was unplugged. Conclusion: plugged in the power cord.